Event description:
It was reported that the patient had a follow up on (B)(6) 2022 and was noted to have drainage and erythema around the driveline. The patient was put on oral doxycycline twice daily for three weeks. On (B)(6) 2023, the patient had a short to shield event. The patient stayed on batteries at all times at home. The patient does not have a mobile power unit or power module at home. The log files noted low speeds and pump stop events on (B)(6) 2023 while connected to the power module and mobile power unit and on a grounder patient cable. X-ray images were taken that were unremarkable. The patient is not a good candidate for a pump exchange and will be kept on an ungrounded cable going forward. A percutaneous lead repair was completed. On (B)(6) 2023, the patient was admitted for a driveline infection and debridement. The patient had many white blood cells on a gram stain, and as of (B)(6) 2023, cultures were pending and there was no growth noted. The patient's antibiotics were continued.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: 4594 - high white blood cell count. Section h6: type of investigation: 4121 - event history log review. Manufacture¿s investigation conclusion: evaluation of the submitted log file confirmed low speed and pump stomp events; however, a direct cause for these findings could not be conclusively determined through this evaluation. Additionally, a correlation between the device and reported driveline infection cannot be conclusively determined. The patient¿s log file from the (B)(6) 2023 admission was submitted for review. The submitted log file captured low speed and pump stop events on (B)(6) 2023 while the patient was connected to the power module. Based on previous complaint experience, these events could be indicative of a potential issue with the driveline. A distal end driveline replacement was performed by a tech services representative on 27mar2023. Approximately 17¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline, in the condition it was received, was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The outer jacket of the driveline, bionate and metal shielding were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. Per additional information received from the account, the patient was issued an ungrounded patient cable as they were not a good candidate for a pump exchange. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists infection as an adverse event which may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.